Event description:
It was reported the device was used during a laparoscopic assisted vaginal hysterectomy procedure. It was reported to the "cin" by the contact person the tsw35 misfired and there was bleeding at the staple line. Another tsw35 was opened to complete the procedure and it worked fine. There was no consequence to the pt.